Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00019 through 3012447612-2023-00020.

Event description:
It was reported that two optio-c plates and a peek implant were broken upon mallet impact and had to be replaced to complete the surgery. There was no reported patient impact, but a minimal delay to replace the plates and implant occurred. This is report three of three for this event.

Event description:
It was reported that two optio-c plates and a peek implant were broken upon mallet impact and had to be replaced to complete the surgery. There was no reported patient impact, but a minimal delay to replace the plates and implant occurred. This is report three of three for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information listed in the complaint file. Visual inspection of the device reveals that the light blue piece that sits atop the returned plate is bent; it does not sit to align properly with the rest of the part. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis impaction of the mallet. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.